Event description:
The operating room manager at the hospital, reported to the sales rep, that "during the implantation of a femoral plate, the surgeon had difficulty to implant the locking screws. The surgeon used the 5.0mm screwdriver, and the screwdriver head broke. The surgeon used a 4.0mm screwdriver which also broke.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR report # 8031020-2011-00249.